Event description:
The customer reported that unit has pulled from the base and has exposed wiring. There were no injuries caused by the reported event. This complaint was captured under hillrom ref # (B)(4).

Manufacturer narrative:
The welch allyn gs 300 is an exam light, designed to meet the various needs of the physician¿s office, hospital environment and specialist¿s office. It is not intended for rendering diagnosis or surgery. The gs 300 light is mounted on a mobile stand or table/wall mount. To prevent injury from exposed wires and damaged housing, there are warnings in the dfu including: inspect the device for wear, fraying, or other damage. Do not use if you see signs of damage, if the instrument malfunctions, appears not to be working properly, or if you notice a change in performance. The reported problem of physical damage has been verified. Device failed functional check. The problem is with the gooseneck assembly of light. Although the reported event did not result in a serious injury to the customer or the patients, a report of exposed wires could result in electrical injury if it was to recur. Therefore, hillrom consider this event reportable. Based on the information provided at this time no further action is required.